Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a carotid stenting procedure. The 7.0 x 40 mm acculink stent was deployed; however, the stent jumped during deployment and deployed so that it partially covered the target lesion. A second 7.0 x 40 mm acculink stent was deployed to fully cover the target lesion. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent was not able to be confirmed as the stent had already been deployed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a definitive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.